Manufacturer narrative:
Eval summary: two used devices were returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test and the flow test of the tubing. Unused devices: no unused devices returned for eval. Reference samples: the reference material was tested and 1 sample had a humid p-cap connector membrane. The sample failed the p-cap connector vent test. The remaining 9 samples were found to be within specs. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200805. No relevant deviations during mfg were recorded. (B)(4)

Event description:
Pt states that insulin is exiting the tubing but the flow is not recorded by pump during priming of infusion set. Malfunction occurred prior to use.